Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the 99% stenosed mid left anterior descending (lad) artery. The maverick2 monorail balloon ruptured at 10 atms on the initial inflation. The procedure was completed with another maverick2 monorail balloon. There were no reported patient complications. Patient status is listed as "good".

Manufacturer narrative:
The device has not been returned for analysis, therefore, a technical analysis cannot be carried out. Without a returned device it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for top assembly batch #9021633 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the event is unk.